Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2007. The surgery was performed without complications. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, dyspareunia. On (B)(6) 2007 and (B)(6) 2007 patient underwent corrective surgery. The revisionary surgeries did not address the patient's problems and she continued to experience sever pain in the region of the implant. In addition she experienced debilitating abdominal, pelvic pain and recurrence of urinary incontinence, bleeding and vaginal infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.